Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon investigation, the battery charger would not power on. The cause was a defective power supply brick. The root cause of the defective power brick was unable to be positively determined. No adverse event resulted from the defective power brick. The last pt to use this charger did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4) the battery charger's power brick was defective. The last pt to use this battery charger did not report any deficiencies.